Manufacturer narrative:
Product analysis the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the physician noted there were silicone particles on the coil surface. The right ventricular (rv) lead was removed and replaced. There was no patient involvement.